Event description:
It was reported that a user experienced a low blood glucose beginning overnight into the morning while using the ilet bionic pancreas, with a confirmed blood glucose value of 56 mg/dl and the user stating the pump tried to harm them; the user treated the low with juice followed by candy, disconnected from the pump to consult a medical professional, and later reported an elevated glucose trending down after a meal, with no transition to injections; the device problem and component information available were insufficient. Symptoms included hypoglycemia with dizziness, headache, and lethargy. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings, and the available device problem and component information were insufficient to establish a device-related issue. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.